Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed flow testing. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The most probable root cause was customer error during accuracy testing. No further action was taken to correct the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.